Event description:
Hosp personnel were attending to a pt diagnosed to be in 3rd degree heart block. Subsequent to being externally paced throughout the night, the pt was diagnosed to be in ventricular fibrillation and defibrillator therapy was ordered. It was reported that during an attempt at delivering therapy, the defibrillator would not charge. The pt died later in the hosp, however the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the clinician's assessment of the pt's lack of viability.